Event description:
It was reported that there was cancellation of surgery due to overpressure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection : the crossflow integrated arthroscopy pump - international kit was received with the stuck inflow pressure sensor functional inspection : the pump booted up. The critical error log was also reviewed and there were no errors related to the complaint. Recommend to have the sensor bracket replaced and software updated. The root cause is the inflow sensor bracket. In sum, the unit was returned and the failure mode was confirmed.

Event description:
It was reported that there was cancellation of surgery due to overpressure.